Event description:
It was reported that during a ptca, the balloon would not deflate when negative pressure was given. The physician ruptured the balloon to safely withdraw the catheter from the pt. No kinks were visible in the shaft and guide wire movement was reported to be good. No pt injury was reportedly associated with this incident.